Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the physician used a 20 cc syringe for inflation and deflation. Per the device dfu: fill 1 ml syringe with maximum volume of recommended balloon inflation media, attach 1 ml syringe to luer-activated valve and transfer recommended balloon inflation volume, deflate balloon by aspirating with 20 ml syringe. Inflating the balloon with a 20 ml syringe instead of the recommended 1 ml syringe could have contributed to a longer deflation time of the balloon. Therefore, an assignable cause of use error was assigned to this event. The subject device was disposed.

Event description:
It was reported that during preparation the balloon took about 3-5 minutes to deflate. The physician continued the procedure with the same balloon without clinical consequences to the patient.

Manufacturer narrative:
A review of the manufacturing records was performed and no issues that could have contributed to this event were found.

Event description:
It was reported that during preparation the balloon took about 3-5 minutes to deflate. The physician continued the procedure with the same balloon without clinical consequences to the patient.